Event description:
The customer reported the system displayed a pre charge error. This event happened during a procedure. The procedure was completed but there was no injury to the pt.

Manufacturer narrative:
The ge svc rep removed and replaced the battery pack. The rep calibrated the battery charger. The system functions as intended.